Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended. The device was later explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment, and no anomalies were found. The cause of the inappropriate therapy could not be determined.